Event description:
It was reported that post op of a gastric band procedure, pt was having the band adjusted. During the fill, a leak at the port was suspected as no saline was drawn back after the fill. They went back in laparoscopically and the tubing was disconnected and not going through the port. The saline had gone directly into the pt. They pulled the tubing out and connected it back to the port. Everything is working properly and the pt is stable.

Manufacturer narrative:
Info is unavailable; device was not returned for eval remains implanted in pt.